Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient¿s spouse that during a check at the clinic it took three or four times to interrogate the device using a programmer antenna. The clinician stated it was not uncommon that it would take several attempts to interrogate a device. It was also reported that the patient's device was reprogrammed on the last visit to increase the pulse rate and to change settings on the rv lead, and since then the patient has not been feeling well and is lightheaded and has a headache. The patient has not been seen in the clinic since then. The device remains in use. No further patient complications have been reported as a result of this event.